Manufacturer narrative:
Patient information was unavailable from the site. The power supply enclosure assembly was returned to the manufacturer for analysis. Analysis found that the power supply was bent on one end but all ports measured expected voltage. No fault found.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the system stated the axiem box was not connected. Axiem box gave an eight, cables were reseated, system rebooted without resolution and the host controller did not display converter. The eminterface power supplies stated fault. The 5v cable was moved to a different outlet to resolve the issue. There was no known impact to patient. There was a reported delay to the procedure of less than 1 hour due to this issue.